Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding a drug infusion device. The drugs being delivered were morphine (unknown) with an unknown dose and concentration, and another unknown drug which the patient could not recall the name of but says that it is for spasticity. The reason for use was spinal pain. The patient reported, "either I'm in more pain or just feel like it's not working as well right now." When she had the pump "checked out the volume in my pump there was more than there should have been so it's showing it's not pumping out as much as it should.¿ they reviewed that the pump is a medical device and the patient should discuss their concerns with the managing healthcare professional (hcp). The patient stated someone from the manufacturer contacted her to set up a time to meet. Patient services (ps) reviewed ps <(>&<)> local manufacturer¿s representative (rep) role and redirected them to the hcp to help coordinate an appointment. The patent reported pain, which started in 2019. They could not recall when it started, but confirmed the year of 2019. The patient mentioned seeing the hcp 2-3 weeks ago, but could not confirm that this is when volume discrepancy occurred. The caller alleged the pump was alarming or beeping. She's heard the pump "go off" a few times, but has not heard it go off lately until today ((B)(6) 2019). She is positive the sound is coming from the pump because she was not near anything else that could make that sound. It is the same noise she heard when she missed a refill this year. She heard the alarm sound a few times end of last year ((B)(6) of 2018). They did not clarify if there was a specific event at that time. The patient had some trouble remembering and providing details. They reviewed that the sound described is not consistent with pump alarms, and it is patient discretion to follow up with the hcp to get the pump checked. Ps played alarm sounds, and the patient states she's sure it is not the critical alarm, but did not think what she heard matched the noncritical alarm. It was a "bzzz" sound. There were no further complications reported/anticipated.